Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The grip knob of the instrument was found to be dislodged from the input. The grip knob cap was removed, and no components were missing. Additional findings not reported by the site include the broken tube adapter on the instrument. The broken piece measures approximately 0.074" x 0.079". However, the broken piece was not returned. The instrument was given to advance failure analysis for evaluation. Initial failure analysis was confirmed, the instrument exhibits a dislodged grip knob as well as a broken instrument tube adapter. The grip knob dislodged was further investigated. There are no missing pieces associated with the dislodged grip knob, and the grip input shaft appears to have damage that appears to originate from the retaining ring channel to the end of the shaft. The damage appears to have been caused by the grip knob's retaining ring being forced off the rod, which can be caused if excessive force is applied to the grip knob.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the knob to open and close the jaw of the single-port monopolar curved scissors instrument fell off after removing from sterile packaging. Staff attempted to re-attach knob, but it still was easily removable. Instrument was removed from the field and a new instrument was used for the case. The instrument was not used and there was no reported patient injury.